Event description:
On (B)(6) 2013 it was reported that the handheld and flashcard were returned to the manufacturer for product analysis due to "not functioning/malfunctioning". Product analysis of the handheld and flashcard were completed on (B)(6) 2013. An analysis was performed on the returned handheld and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported on (B)(4) 2013 that the physician's handheld is showing an sql error and described the message as "error executing sql statement" for magnet activations, magnet index, and parameter data. It was reported that the handheld and flashcard would be returned to the manufacturer for product analysis, however they have not been received to date.